Event description:
Suspected pump thrombus, multiorgan dysfunction, evidence of blood in the ostomy, aki anuria worsening hyperkalemia and refractory acidosis, lactic acidosis. Echo showed suspected thrombus with flow only thru the aorta both by doppler & a-line tracing. Primary cod: multisystem organ failure (msof).